Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2018, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a company representative regarding a patient receiving morphine (1 mg/ml at .02 mg/day) via an implanted pump. The indication for pump use was non-malignant pain. On (B)(6) 2018 it was reported that the patient had a spinal headache following implant. A blood patch was given at the level of catheter placement. It was unknown if there were any environmental, external, or patient factors that may have led or contributed to the issue. It was unknown if the issue was resolved at the time of the report. The patient status was reported as ¿alive ¿ no injury¿. No further complications have been reported as a result of this event.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 8780 serial# (B)(4) ubd: 2019 (B)(6), (B)(4) implanted: 2018 (B)(6) explanted: product type catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a consumer. The patient was in the hospital for week, where she had blood patches installed and headaches in (B)(6) 2018. It was further noted that when the patient was in the hospital to get her pump implanted she did not know if she was to get a CT scan or MRI, and it was an ordeal or all day affair to know if she could get the scan done. The reporter was inquiring about the patient going swimming and the patient was told by her healthcare provider to call the manufacturer. No out of box failure was reported.